Manufacturer narrative:
The autopulse platform ((B)(4)) in complaint was returned to zoll on 04/20/2016 for investigation: investigation is as follows: device history record (DHR) was reviewed and no related complaints were found for this autopulse platform ((B)(4)). Visual inspection was performed and found the load plate cover, front and bottom enclosures damaged. The autopulse 1.5 is a reusable device and was manufactured in 02/2014. The physical damage found is a characteristic of normal wear and tear of the device. During the archive review, multiple user advisory (us) 07 (discrepancy between load 1 and load 2 too large) occurred on 03/31/2016. Functional testing was performed and upon powering on the device ua 07 displayed. Thus confirming the reported complaint. In summary, the reported complaint was confirmed during the archive review and during functional testing. The observed ua 07 upon powering on the device, found load cell single point at fault. It was replaced to remedy the issue. A preventative maintenance was performed, during which the drive shaft was stiff when rotated, performed the clutch plate deburring to solve the problem. The platform passed final testing.

Event description:
It was reported that the autopulse platform ((B)(4)) displayed user advisory 07 (discrepancy between load 1 and load 2 is too large). There was no report of patient involvement during this event. No additional information provided.